Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a replaced cracked right and left plunger cases. Event log history was performed and indicated that there was force sensor bridge test error recorded in history. During analysis, when pressure was applied to force sensor would not come off zero pounds, the reported issue was able to be duplicated. Service replaced the main board and plunger cable and that cleared up the problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited forced sensor bridge failure. No adverse effects were reported.